Event description:
A healthcare professional reported right side ¿signs of intracapsular rupture and partial collapse of device¿ and ¿some millimetric axilar siliconomes¿. Adverse events diagnosed by MRI scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two sharp patterns along the same edge broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is two sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive."

Event description:
Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified; an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "signs of intracapsular rupture and partial collapse of device", "some millimetric axillar siliconomes".

Event description:
Healthcare professional reported for right side "signs of intracapsular rupture and partial collapse of device", "some millimetric axillar siliconomes". Device remains implanted.